Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11069. It was reported the patient was not receiving the desired relief from his stimulation. It was reported the patient wanted the scs system removed. Follow up identified the patient was undetermined whether he wanted the system replaced or removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.